Event description:
It was reported that the patient developed an infection behind the right ear at the lead extension incision site of the deep brain stimulation (dbs) system. It was noted that there was pus and the wound site was open. The patient admitted to picking at the incision site, which is thought to be the cause of the infection. The patient underwent a procedure in which the two lead extensions were explanted, was placed on antibiotics, and is doing well post operatively. The devices will not be returned as they were discarded by the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component (s) involved in the event: model number/catalog number: db-3216-55. Serial number: (B)(6). Batch/lot number: 5001730. Model/catalog description: argyle extension 55cm sterile kit. Unique identifier (UDI) # (B)(4). With all the available information, boston scientific concludes that the cause of the patient experiencing an infection and undergoing an explant procedure was confirmed based on record review, the devices were not returned as they were discarded by the facility, and device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states infection and implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening are potential risks associated with the use of the deep brain stimulation (dbs) device system. Based on all available information, engineers are not able to confirm the root cause of the event. The devices were not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint, and the conclusion is cause not established.